Event description:
2/17 pt had rt hemicolectomy. End to end anastomosis with gia stapler. Remaining opening closed with ta55 stapler.2/23 pt returned to or. Anastomosis leak (1 cm) at point ta55 stapler used. 2-3 non-closed staples found loose in abdominal cavity.incidential note: pt had cva at time of second surgerydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.